Event description:
It was reported that the patient presented for a procedure. It was noted that the pacemaker exhibited output rate issue when an electrocautery was used. It was also noted that there was an electrocardiogram reading anomaly. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of pacing problem and incorrect measurement was not confirmed. As received the device battery was depleted to elective replacement indicator (eri) level. Visual inspection found cautery mark on device can. Electrical and output and pacing testing was performed and did not find any anomaly. Pacing rate was monitored and it was stable during the entire analysis. Longevity assessment was performed, and device battery depletion was found to be normal.